Event description:
It was reported by the sales rep that during a laparoscopically assisted vaginal hysterectomy (lavh) procedure, the device's tissue pad was starting to come off the jaws. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.